Event description:
It was reported that the high definition liquid crystal display monitor had power failure. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.